Event description:
It was reported that the ventilator shutdown while it was connected to a patient while running on battery operation. There was no patient harm. Manufacturer's ref. (B)(4).

Manufacturer narrative:
The complete logs showing the shutdown were not received but information was received that stated that alarms indicating low battery power were generated and were silenced by the user. The screen shots with alarm history show a battery operation sequence where battery related alarms are generated which confirms that the ventilator's alarming function for battery monitoring was working. Per design when the ventilator is running on batteries the user is alerted of low battery power by several alarms at least ten minutes to enable the user to take appropriate measures. The ventilator will shutdown when batteries get depleted. The root cause of the event is attributed to a user error.